Manufacturer narrative:
Device was returned for evaluation. Visual inspection of the pump did not find any anomalies with the exterior of the pump. Functional analysis of the pump confirmed the pump successfully primed and flowed within specification. The unit flowed at 96% efficiency. A review of the DHR, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. The root cause for the alleged underinfusion cannot be determined. Internal complaint number: (B)(4).

Manufacturer narrative:
Internal complaint number: complaint: (B)(4). Pending results of device analysis.

Event description:
Clinical specialist (cs) contacted technical solutions in order to report a prometra ii pump explant due to underinfusion and overinfusion volume discrepancies. An underinfusion volume discrepancy was identified prior to the patient's MRI. The expected return volume was 15 ml, while the actual volume returned was 20 ml. Cs confirmed that the pre and post-MRI procedures were followed. Two weeks later, an overinfusion volume discrepancy was identified at the patient's explant surgery. The expected return volume was 15.4 ml, and the actual volume returned was 13 ml. Cs reported that the patient did not experience any falls or traumas to the pump site and does not use a patient therapy controller. Cs also reported that flowonix refill kits are used by the same hcp at each refill appointment. It was mentioned through follow-up communication that, months prior, the physician unsuccessfully attempted to aspirate from the cap during a trail of a new drug. No cap study was performed.